Manufacturer narrative:
Exemption number e2013017. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One set was received for evaluation. When the set was visually inspected the reported issue was confirmed; the lead lines were reversed with respect to the tubing sequence of the manifold. The cause of this defect was a human error which occurred during the manufacturing process. An employee did not use a poka-yoke tool that was designed to guide the assembly operator in the correct sequence of the lead lines. Re-training of all of the operators responsible for this step of the assembly was done, in order to emphasize the importance of the correct sequence of assembly using the poka-yoke tool. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: transfer sets are labeled backwards, from left to right the leads are labeled 9, 8, 7, 6, 5, 4, 3, 2, 1, instead of 1, 2, 3, 4, 5, 6, 7, 8, 9. No patient involvement.